Event description:
It was reported that during an implant case the software analyzer was not getting good values, and was measuring electrograms very low. The right ventricular lead was repositioned and the test cable as well as the cable into the analyzer were replaced but values remained poor. The analyzer was rebooted and after that it worked fine for the remainder of the case. The analyzer was then returned for service. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment of not getting good values, the analyzer passed all functional and systems tests. However, the patient connector was found to have damaged barrels and it was determined that the analyzer would be scrapped. (B)(4).

Event description:
It was reported that during an implant case the software analyzer was not getting good values, and was measuring electrograms very low. The right ventricular lead was repositioned and the test cable as well as the cable into the analyzer were replaced but values remained poor. The analyzer was rebooted and after that it worked fine for the remainder of the case. The analyzer was then returned for service. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.